Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 170 to 180 units of insulin. Blood glucose was not impacted. Reportedly, the customer continues therapy with the current pump until replacement arrives.